Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device change out procedure, it was noted that the right ventricular lead had externalized conductors. No intervention was reported. The patient was in stable condition.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. The connector portion (a) measured 13.2 cm while the connector portion (b) measured 47.2 / 52.0 cm. Visual examination found an external insulation abrasion breaching the ring electrode cable lumen distal to suture sleeve tie impression with undamaged cable coating. The cause of external insulation abrasion is consistent with friction to another device or feature of patient anatomy. An internal insulation abrasion breaching the ring electrode cable lumen and inner lumen between shock coils with undamaged cable coating and etfe liner.

Event description:
New information received stated that the patient tolerated the procedure well and was discharged with no issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
New information received stated the routine change out procedure was performed and lead was were explanted and replaced on (B)(6) 2019.